Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Ppf alleges pseudotumor, metallosis and elevated metal ions. After review of medical records, patient was revised to address articular bearing wear. Revision notes reported of gray green fluid within the joint and the metallic staining of the synovium. There was a black metallic corrosion in rings around the femoral neck. MRI showed an anterior pseudotumor. It was also indicated that patient suffers from pain. There is no laboratory results for the alleged elevated metal ions. Doi: (B)(6) 2010; dor: (B)(6) 2017; left hip.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.